Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. While inside the patient, optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. After a few minutes of mapping in the left atrium with the ablation catheter, hypotension was observed. An echocardiogram was done which confirmed a pericardial effusion. A pericardiocentesis was performed which drained 400ml to stabilize the patient. The patient is recovering. There were no performance issues with any abbott device.